Event description:
Additional information stated the patient still had concerns with her device or therapy. It was stated ¿it did not work¿ and that ¿it stopped working two months after installed.¿ it was also noted the patient was in texas at the time of report and planned to call her doctor when she returned to indiana.

Event description:
It was reported that a patient never had therapeutic effect. The reporter stated that the device no longer worked and that the device used to 'shock' the patient's legs but now 'didn't do anything.' It was reported that the patient could increase the settings of the device but didn't feel anything. The reporter stated that the device had worked on and off since implant. It was reported that this started about 1.5 months ago, and there was no known accident or incident related to the complaint. The reporter stated that the device had been programmed but it did not help. It was reported that the patient had not returned to the healthcare provider's office. It was noted that the patient planned to see her healthcare provider at the end of the month. Additional information has been requested but was not available as of the date of this report.

Event description:
It was noted that the patient never had a problem with the "old" unit that was implanted previously.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3998, lot# v011552, implanted: (B)(6) 2006, product type lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3998, lot# v011552, implanted: (B)(6) 2006, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).